Event description:
Customer called to report that after wearing a pod for 4 hrs her bg went to 400. The pod was hard to fill and it made a crackling sound when filling it. The user removed the pod and activated a new pod and administered a bolus to bring her bg down to normal. No further info reported.

Manufacturer narrative:
The eval indicates that a retainer allowed a component to move resulting in damage which prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurised. The user is instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.